Manufacturer narrative:
(B)(4). Medical product: catalog #: 183012, vanguard femoral right, lot # 565890; catalog #: cp103414, vanguard tibial bearing, lot # 577680; catalog #: 141225, biomet I-beam tibial tray, lot # 235740; catalog #: unknown, unknown tibial stem, lot # unknown; catalog #: unknown, unknown offset adaptor, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07820, 07822, 07826, 07829. Remains implanted.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 10 years ago. Subsequently, the patient experienced a fall resulting in lower leg edema about a month after their primary surgery.

Manufacturer narrative:
The product was evaluated through manufacturing records, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.